Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) after successful stent implantation, the physician used a blue max 10 mm balloon catheter for post-dilation at 20 atm. The result was not satisfactory. An opta pro 12 x 4 balloon catheter was then used and was inflated to 10 atms. The balloon burst circumferentially and possibly separated. The physician attempted to remove the balloon catheter from the pt but was not able to remove it through the catheter sheath introducer (csi). Finally, the balloon catheter and the csi were removed at the same time. The radiologist wants to ensure that all of the balloon catheter material was removed entirely from the pt. The target lesion was the right aic. The lesion was reported to be: 4 mm length, 10 mm reference diameter, heavily calcified, and mildly tortuous. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). No anomalies were noted. An indeflator was used for the procedure. There was no dissection noted. The pt is in stable condition. Additional information has been requested.